Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer amulet was implanted. The patient had complex atrium anatomy. The landing zone measurements were difficult to obtain via transesophageal echocardiogram (tee) due to patient anatomy and were as follows: 120° of 21mm and 45° of 17mm. The sizing of the amulet was determined via CT imaging and ultrasound. Left atrial pressure was above 12. 100 ui/kg of heparin was given during implant. The left atrial pressure was not repeated after fluid was given. During implant, tee, ultrasound, and angiography were utilized. No rhythm changes during implant were observed. Tension test was performed twice with good results. The shape of the amulet at time of implant was closer to marshmallow lobe and martini glass disc, but more compressed. No leak was observed and the patient did not experience any clinical signs or symptoms during implant. Close criteria was not correct; the lobe was very compressed. However, "the anatomy did not allow them to do better" and the amulet was implanted after two recaptures. On (B)(6) 2024, transthoracic echocardiogram (tte) showed device embolization; the prosthesis was "in the flush chamber" below the ring of ao annulus in the left ventricle. The embolized amulet did not block blood flow. The user suggested that the cause of embolization was due to complex patient anatomy and that the "implantation was carried out as well as possible." On the same day, the amulet was explanted in an emergent procedure. The patient was reported to be in stable condition and was released from intensive care.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of migration or expulsion of device (device embolization) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, the reported device embolization appears to be related to procedural circumstances. The surgical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a.